Event description:
The meter was set to the incorrect unit of measurement. The patient mentioned in 7/05 at night around 11:30pm she started to experience symptoms of feeling "sick, dizzy and falling out." She tested her blood glucose and received a reading in the 40's. She does not remember if the meter read 4.0 or 40.0. She took 2 sugar pills and then contacted her daughter. Her daughter took the patient to the ER. In the ER the patient's blood glucose was 111 mg/dl. Time difference between her meter and the emt's meter was about 30 minutes. She was kept in the ER overnight. The patient mentioned that the nurse frequently tested her blood glucose and her sugar eventually went up to 288 mg/dl and the patient was treated with insulin. The patient was released the following day at 3:30pm. The patient is legally blind and claims that she had not recently gone into the meter settings and her meter was originally set to the correct unit of measurement. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.